Event description:
It was further reported that the target lesion being treated was located in the 1st obtuse marginal instead of the distal left (cx) as initially reported.

Event description:
(B)(4). Same case as: 2134265-2012-04007. It was reported that post a coronary stenting treatment procedure, the patient expired. The lesion being treated was located in the distal left circumflex (cx). The lesion was 80% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x16mm study stent. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin and clopidogrel. Of note, in (B)(6) 2008, the patient was diagnosed with unstable angina of which a non-target vessel revascularization was performed placing an unknown size taxus express 2 stent in the proximal right coronary artery (rca). In (B)(6) 2011, the patient expired. Per death certificate, immediate cause of death was congestive heart failure. Other underlying causes contributing to the patient death was renal failure and arteriosclerotic cardiovascular disease.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).